Event description:
Ous MDR - after an implantation time of about 20 months, a pacing impedance of > 2000 ohm was reported. The other lead values were fine. No worsening of the patient's health was reported. This lead was not returned for analysis.

Manufacturer narrative:
Neither the ICD nor the lead was returned for analysis. The analysis is therefore based on the existing production documents and the transmitted follow-up data. The transmitted follow-up data were inspected. This confirmed the clinical observation, an increase in the right-ventricular pacing impedance to >2000 ohm was documented. Based on the available clinical data, it is however impossible to make a statement on the cause. The manufacturing process of both devices was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.